Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro vh-3500 was very difficult to move the hemopro cutting tool in and out of the cannula. They were having an issue with it sticking while in the cannula and they were able to finish the case with the same kit. No patient harm was reported.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise #(B)(4). The device was returned to the factory for evaluation on 10/21/2022. An investigation was conducted on 11/03/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The harvesting device was returned outside the cannula. There were no visual defects observed on either the harvesting device or the cannula. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. The toggle was manipulated on the harvesting device to open and close the jaws with no physical or visual difficulties observed. The toggle on the cannula was also manipulated to extend and retract the c-ring with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem-tool" was not confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.